Event description:
It was reported there was a packaging problem. It was reported the manufacturer representative opened a lead kit and the plastic packaging ripped and it was deemed unusable. It was noted a second lead kit was used in place of the initial kit.

Manufacturer narrative:
(B)(4).